Manufacturer narrative:
(B)(4). The investigation has been completed. Based on the analysis, the alleged malfunction (wake button) was verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button became unresponsive. The pump turned on when plugged into a power source and the user was able to access the pump features. The user¿s blood glucose (bg) level was 172 mg/dl. Additionally, it was reported that the user experienced a low bg level of 62 mg/dl in the morning. Reportedly, the user over bolused. The user addressed the bg level with a glass of milk. Reportedly, the pump would continue to be used for insulin therapy.